Event description:
Approximately 2 hours and 40 minutes into a dialysis treatment, the patient complained about pelvic pain and became restless. Blood was observed on the sterile cover of the catheter/blood line connection and a blood line disconnection was identified. The blood loss was estimated to 300 - 500 ml. Air was observed in the venous part of the catheter which was immediately clamped. The patient was placed in trendelenburg position, oxygen was provided as well as an infusion of glucose, saline and gelofusion; the patient remained hemodynamically stable. The patient was then transferred to ICU and placed in a pressure chamber for a suspected air embolism. Reportedly, the patient later lost all vision and was found unconscious. The patient had a cardiopulmonary arrest and expired. The cause of death is unknown.

Manufacturer narrative:
The gambro polyflux 14 l dialyzer used at the time of the event was not available for investigation and the lot number is unknown. Gambro could neither perform a lot history record check nor a complaint history file check as the involved lot number is unknown.